Manufacturer narrative:
Abbott field service inspected the analyzer and identified the sampling sensor as the likely cause of the issue. The sensor was replaced to resolve the issue. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that falsely decreased results were generated for a patient sample tested in closed mode on the cell-dyn ruby analyzer. A hemoglobin result of 7.5 g/dl generated in closed mode retested at 14.0 g/dl in open mode. The sample was tested using an alternate method which confirmed the higher result. The initial low result was reported out of the laboratory, but the customer issued a corrected report. The customer stated that there was no impact to patient management.